Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for a complete pump reset and guided the caller through the process, which resolved the issue and allowed the caller to successfully start their sensor session without the error reoccurring.